Event description:
It was reported to philips that the system displayed a " fluostr-imageds" error.the clinical use of the system was in use.there was no harm reported to philips.

Manufacturer narrative:
The user was unable to store fluoroscopy and cine runs, receiving a "fluoroscopy storage not possible" message. After service and replacement of the 459800151511,isb_x part, the system meets the specification for the performed service and is returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).